Event description:
It was reported that the patient experienced an increase in seizures. Multiple attempts were made to the patient's physician to obtain additional information; however, no further relevant information has been received to date.